Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously elevated troponin (accutni) results generated by the access 2 immunoassay system above the normal reference range for an unknown number of patients. Subsequent testing after re-centrifugation produced lower results that better matched the patients' clinical pictures. Multiple attempts were made by bec cts (customer technical support) to collect patient data however, specific patient and result information has not been supplied to date. The erroneous results were not reported outside the laboratory and there was no affect to patient with regard to this event.

Manufacturer narrative:
The customer collects accutni samples in bd lithium heparin plasma tubes with a gel separator and centrifuged for 3 minutes. Qc has been within the customer's established ranges. A routine system check was performed on (B)(6) 2011 which passed within instrument specifications. A field service engineer (fse) was dispatched on-site (B)(6) 2011. Fse performed a high sensitivity system check which passed within instrument specifications. Fse performed qc which passed within instrument specifications. Fse did not note any hardware issues which would have contributed to this event. Per customer, the erroneous results may be attributed to poor sample handling, possibly because they had new phlebotomists onsite.